Manufacturer narrative:
The condition reported has been confirmed based on the single used device returned. Based on the examination of this device, the reproted event appears to be the result of an insufficient amount of epoxy adhesive within the needle well that secures the cannula inside the hub. Additional returned samples from the same lot were also visually inspected for epoxy presence on the cannula/hub junction. The amount of epoxy present to hold the needle in the hub well was acceptable on all the samples and no manufacturing defects were noted. A review of complaint files did not reveal any other events of this type involving the product lot reported. The epoxy fill process has been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. Scheduled audits for visual and security of assembly insure the quality of the operation. A visual instruction on te proper set up of the applicator has been developed. This standardize the process between lines and shifts. Implemented a monthly preventative maintenance for the applicator. Installed positioning brackets for the existing sensor on each line. Increased needle pull in-process testing has been implemented. Analysis of complaint data for disposable hypodermic needles over the past two years reveals that this type of condition is reported at a rate of less than one in ten million units shipped.

Event description:
After drawing up vaccine, needle remained in vial.